Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4).

Event description:
The hospital reported that two vaporizers could be turned on at the same time. There was no report of patient involvement.

Manufacturer narrative:
The device was sent to a third party for repair. No repair information available.